Event description:
It was reported that the pump had a bad syringe size sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped out by the front left and right bottom corners, the right and left plunger cases were cracked, the bottom case seal was missing, and there was visible contamination by the l bracket pole clamp and alternating current (ac) cord clamp. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was able to duplicate the reported issue. There was a broken tab (pin) on size pot and also found fluid contamination inside barrel clamp assembly. The root cause of this issue was a result of the customer's physical damage to the device. Replaced size pot and all the components on barrel clamp assembly. Recalibrated and performed syringe test.